Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures although an internal short was noted. Further analysis noted the inner insulation was cut / damaged. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.